Event description:
Patient was undergoing procedure for embolization of pcom aneurysm using penumbra 400 coils. First coil was implanted successfully. Second was introduced into the aneurysm, and physician noted he lost one-to-one control over the coil. He tried to snare the detached coil with a gooseneck and alligator snares. The coil was stretch, and several pieces were successfully removed. The physician then tacked down the remaining pieces the carotid artery using an 8mm x 40mm stent.

Manufacturer narrative:
Results: the coil appears to be stretched and fractured. The proximal constraint ball is still intact. The proximal end of the pusher is kinked and the pet lock is still intact. The pull wire is still in the capture feature of the distal detachment tip (ddt). All the components that keep the coil attached to the pusher including the coil proximal constraint ball od, pull-wire od, and the distal detachment tip ID were measured and are within specification. Conclusion: the complaint has been evaluated. The complaint indicates that the physician lost one to one control of the coil while implanting it into the aneurysm. The pusher assembly proximal pet lock is still intact indicating that the coil was not detached using the handle. Based on the description of the case and the observations made during the investigation, it appears that the coil pulled from the distal detachment tip (ddt) of the pusher assembly under tension without breaking the coil. This can occur if the coil is manipulated in the patient and pulled against resistance, exceeding the strength of the ddt mechanism and interaction between the distal detachment tip, coil proximal constraint ball, and pull wire. The coil was likely broken during removal from the patient using a snare device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.